Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis replicated the reported issue, and visual inspection confirmed diode d6 was damaged. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was 96 volts missing from the power conversion board. The power conversion board was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system displayed a ¿system initializing¿ message. The system was rebooted and unplugged from the wall, and the image acquisition system (ias) was unplugged from the mobile view station (mvs). The system was powered back on, and the ias showed all green check marks but would not move past the ¿system initializing¿ message. The system would not move with the motor, so the clutch had to be released to move the system to a troubleshooting area. This issue was noted outside of a procedure, and there was no patient involvement.